Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, resulting in blood glucose level of 220 mg/dl. Troubleshooting with tandem technical support indicated that pump was operating as expected; however, customer maintained there was a bolus issue. Customer continued to use the pump for insulin therapy.